Event description:
We have been informed that during procedure, while the patient was under general anesthesia, they tested 3 cartridge packs. The machine was turned off and on again but still a pump related error messages occurred. When placing the cartridge and connecting the white tubing (bss to cartridge), the bss flowed through the blue port. Due to reported event it was decided to abort surgery. There is no report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Manufacturer narrative:
In regard to this complaint, a pump module was provided for investigation. Investigation of the returned pump module revealed a defective pneumatic valve inside. Due to the defective valve, the module could not pass priming and the eva surgical system was triggered to display an error message on the screen. Based on the investigation results, it was determined that the reported event is attributable to a component failure of a pneumatic valve inside the pump module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (pu-pneu-valve). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the reported event will not always lead to a delayed surgery.

Event description:
We have been informed that during procedure, while the patient was under general anesthesia, they tested 3 cartridge packs. The machine was turned off and on again but still a pump related error messages occurred. When placing the cartridge and connecting the white tubing (bss to cartridge), the bss flowed through the blue port.due to reported event it was decided to abort surgery . There is no report that actual patient harm occurred.